Manufacturer narrative:
(B)(4). Quality control investigation of returned test strips on 09/23/2015 produced blood glucose readings below acceptable range and black chemistry observed. Most likely underlying root cause of the appearance of black chemistry is improper storage.

Event description:
Consumer complaint of open vial of test strips when purchased new box. Adverse event not reported.